Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, it was found that there was no image. Based on the results of the investigation, it is likely that no image occurred due to a faulty printed circuit board. However, a definitive root cause could not be determined for the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the monitor had faulty printed circuit board. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.